Event description:
It was reported that this right ventricular lead exhibited oversensing and undersensing. It was discussed that reprogramming or a lead revision could be possible solutions discussed. It was decided to perform a lead revision. This lead remains in service. No further adverse patient effects were reported.